Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok button on the keypad are delayed and must be pressed more than once before the pump responds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. Investigation revealed that the contrast button was intermittently responsive while the ¿up¿, ¿down¿ and ¿ok¿ buttons were responding properly. Removal of the rubber keypad revealed that there was contamination under the ¿up¿, ¿down¿ and ¿ok¿ button contacts.